Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. No low battery alert or replace battery now alert noted during testing or in the pump trace download. However, pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and functioned properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received replace battery now alert on the insulin pump. The blood glucose level was 6.3 mmol/l at the time of incident. Customer reported that, does not receive a battery low warning before the replace battery now alert. The insulin pump will not come back for analysis.